Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No possible over delivery anomaly noted. Insulin pump passed the delivery accuracy test at 0.0876 inches. However, device unable to download unit to care link pro due to several a47 alarms at the alarm history file. A47 alarms due to a corrupted history file. Insulin pump received with broken reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 54 mg/dl. The customer also reported reservoir was loose and a cracked on the compartment and she needs to put a tape on it. The customer treated low blood glucose value with food. Based on customer¿s report customer allege over delivery. The customer stated that the physical damage to the reservoir lip ring. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The insulin pump will be returned for analysis.